Manufacturer narrative:
Reference cmp (B)(4). Concomitant medical products- unknown femoral component, item # unknown, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04526.

Event description:
It was reported following an initial knee arthroplasty, the patient was revised due to unknown reasons.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Concomitant medical products: unk tibial tray: catalog #: unknown lot #: unknown. The reported event could not be confirmed as the product was not returned, no visual and dimensional evaluations could not be performed. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review could not be performed due to limited information provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.